Event description:
The performance data was reviewed finding no errors related to the complaint. The allegation was confirmed as no audio output via product.

Manufacturer narrative:
(B)(4). 3004753838-2026-127873 was reported in error. Please disregard initial reporting of the g3: date received by mfg, as it should have been 3/26/2026.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed audio test. An alarm/alert manual test was performed and failed due to speaker installed not completely flat. The speaker/vibrator resistance was measured and passed. An internal visual inspection was performed and failed due to assembly error. Pictures were taken. Receiver vibration/sound manual test was performed and failed intermittently. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as low audio output via product. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.